Event description:
Customer contacted haemonetics on (B)(6) 2010 reporting a centrifuge speed error within their orthopat machine. No injury or reaction was reported.

Manufacturer narrative:
Evaluation of the returned device could not confirm the reported error, however, did discover a blood spill. Issue caused damage to various components. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). Haemonetics (B)(4).